Event description:
Reported as a leak in the rubber area of the port.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 03/10/2009. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has received the product however the analysis has not been completed at this time. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."